Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged stroke, lost sight in left eye. There was no report of medical intervention was received. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged stroke, lost sight in left eye. The manufacturer received new and relevant information on 04/03/2023 that patient confirmed there was visualization of particles related to a bipap device. The manufacturer received new and relevant information on 04/03/2023, that patient alleged leg and back paint. The patient also stated that he had no pre-existing heart and lung issue. In box b, box g and box h sections was updated/corrected and also appropriate health effect ¿ clinical code has been added.

Manufacturer narrative:
Repair evaluation information was received on 10/15/2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging they had a stroke, lost sight in left eye. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation pil observed dust-like contamination on the top cover, warning label, bottom enclosure, side cover, iso port and in the air inlet (filter area). Pil observed a cut-like scratch across the warning label/bottom enclosure. An unknown contamination was observed on the bottom enclosure. Dust-like contamination was observed around the control knob, lcd screen, and sd card slot on the pca. Dust-like contamination was observed on the bottom enclosure, blower cap, iso port, interior side of the blower cap, on the blower motor, and blower outlet bellow. A potential hair-like particle was observed stuck in the air outlet of the iso port. Dust-like contamination was observed in the base of the blower housing, on the bottom of the blower housing, on the filter, air inlet seal, and base of the bottom enclosure. An unknown potential piece of plastic was observed in the base of the bottom enclosure. The error log showed 32 errors logged. Evidence of sound abatement foam degradation/breakdown was not observed. Pil is unable to directly address the symptoms outlined in the complaint in box h-device problem code grid, evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated. In box d: device available for eval, device serviced by 3rdp and date returned to mfg has been updated.